Manufacturer narrative:
Section b5 was updated based on the received additional information.

Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. According to the customer, the nxt platform was tested with multiple bands, which have since been discarded. No patient involvement.

Event description:
During training, the crew noticed that the autopulse nxt platform (sn (B)(6)) kept showing a red band guard lock indicator after connecting the nxt bands to the platform multiple times. According to the customer, the issue occurred several times during various attempts by the crew members during training. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9, h4, and h6 codes were updated. The customer's complaint that the autopulse nxt platform (sn (B)(6) continued to display a red band guard lock indicator after connecting nxt bands was confirmed during functional testing. The root cause of the reported complaint was a misaligned magnetic sensor board. The nxt platform passed the preliminary functional test without faults or errors. During functional evaluation, the nxt platform was tested with reference known-good nxt bands and band guards, and the reported complaint was not replicated. The nxt platform was further tested with a service limit (minimum specification) band guard, and the red band guard lock indicator started flashing, confirming the reported complaint. It was suspected that the reported issue might be intermittent and related to the mounting position of the right-side magnetic sensor board, which was slightly too far to detect the magnets on the bands and band guards. The platform's magnetic sensor board was repositioned to the right side of the drivetrain frame to enhance its ability to detect the band guard magnet. Subsequently, the nxt platform was re-tested with the service limit (minimum specification) band guard and several known-good reference band guards. The issue was resolved, and no red band guard lock indicator was flashing. The platform was further tested using the medium zoll torso fixture (mztf) until the battery was discharged, with no faults or errors detected. Following the service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
Sections b5 and h10 were updated.

Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6)) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. No patient involvement.